Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined there was likely an abnormality in the electrical contact parts of the light source and scope, or it was caused by a malfunction in the cable connecting the light source and the processor.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The unit was tested with a light source and multiple scopes; all video images and video signals were verified within specifications and no problems were noted with the video connector.

Event description:
A user facility reported to olympus that an image was not produced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.